Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Initially, information about air gas module replacement to solve this issue was provided in service report. The air gas module regulates the inspiratory gas flow and gas mixture. Eventually, it was determined that the gas module do not need replacement. Issue was solved by replacing bacteria filters for gas module, filter with holder and pressure transducer bacteria filter; cleaning of fan cover incl. Filter and expiratory cassette and adjusting of rubber seal filter. Failure of those parts would not affect ventilation. Therefore, this situation is not safety-related, the issue will be noticed before use and appropriate measures can be taken. The ventilator passed all functional and safety tests and was cleared for clinical use. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to bacteria filters for gas module, filter with holder, fan cover incl. Filter, pressure transducer bacteria filter, fans, expiratory cassette and rubber seal filter.

Event description:
It was reported that the ventilator failed internal leakage test with a message ''system volume too large" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).